Event description:
Caller reported a malfunction on the pump, but there was no adverse impact to the customer¿s blood glucose level. Customer did not have backup insulin therapy available and planned to contact healthcare provider, while tandem technical support sent a replacement pump. Technical support also confirmed shipping address, instructed customer how to put pump into storage mode, and advised on steps to take upon receiving the replacement. Customer was instructed to return the malfunctioning pump using a prepaid label within 10 days.